Event description:
Vacuum used for delivery. Vacuum remained on pt in green zone. After delivery of newborn, the vacuum pressure was released; however, the suction cup did not come off of the newborn's head. Vacuum was removed from handle, but the vacuum cup would not come off of the head. As a result, the rn cut the vacuum cord near the suction cup base. Afterwards, the pediatrician still needed to break seal with finger in order for the cup to come off. Newborn was noted to have abrasion on head.